Event description:
A customer reported a complaint of high readings on her precision xtra/optium meter. The customer obtained a reading above 300mg/dl at 8am on 6th december 2006. The customer injected 12 units of long acting insulin and 24 units of short acting insulin. The customer felt unwell and her husband gave her 15 cubes of sugar. The customer lost consciousness and an ambulance was called. The customer was given 5 ampuls of glucose by intravenous injection. The customer also reported that she had experienced hypoglycemia on 4th december 2006 after treating herself with 12 units of short acting insulin. The customer had observed an err 4 message on the meter. The customer ate honey and cake and did not require any medical treatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.